Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the md prepared the intra-aortic balloon (iab) catheter tray and followed the instructions for use correctly. The md accessed the left femoral artery with the needle, inserted the spring wire guide (swg) and sheath and then attempted to insert the catheter. During insertion of the catheter, severe resistance was met and the md could not advance the catheter through the sheath at all. As a result, the md withdrew the catheter and sheath together and placed another catheter successfully. Additional information received from the distributor on 06/29/2010 stated a super arrow-flex (saf) sheath was being used during the procedure. The swg was inserted into the patient's left femoral artery and the md accessed the same insertion site for the second placement. There was a 5 minute delay in treatment, no patient death and no patient complications reported.